Manufacturer narrative:
No product was made available for eval; accordingly no conclusion can be drawn. This is one of four medwatch reports submitted as the customer reported four separate devices were involved. Reference the below MDR numbers for all associated events. See scanned page. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
Customer reported that the wash concentrate bottle leaked. No user or pt injuries were reported.